Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several shocks due to supraventricular tachycardia (svt), and a fault code was triggered due to last shock being delivered with high out of range shock impedance. Technical services (ts) was consulted and recommended lead replacement and testing options. This crt-d system remains in service. No additional adverse patient effects were reported.